Event description:
It was reported by the customer that the pyxis medstation es system station drawer will not open and will not recover. A customer has reported a delay in the dispensing of medication to a patient and subsequently acquired the medication from another location. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that main full height drawer five was not able to open via application. A field service engineer opened the back panel door and observed that the drawer was not indicated as closed by the light indicator. The engineer powered off the device, removed the drawer from the cabinet, and replaced the latch assembly insert. It was noted that the device was missing its magnet. The drawer was then reinstalled in the cabinet, and diagnostics were conducted, all of which passed successfully. The system functioned as intended after field service engineer troubleshooting.